Manufacturer narrative:
Section: evaluation summary post market vigilance (pmv) led an evaluation of one stapling handle instrument. Visual inspection of the instrument noted sheared teeth on the firing rack at site of initial firing post clamp up. The instrument was successfully loaded with a loading unit. The instrument loaded, clamped, yet would not cycle due to the sheared firing rack teeth damage. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic sleeve gastrectomy, during the transection on the stomach, the device was not able to fire and squeeze the handle, the surgeon squeezed the handle, but it did not advance, it was completely locked up. The surgeon applied too much pressure on the handle and they heard a crack/ snap of the teeth that indicates the reload would not fire. The tissue was not thick. They opened additional device, but both broke when they were trying to fire the reloads. They used a new handle to complete the case and resolve the issue. There was an extension of thirty minutes or more in the surgery. The patient was alive with no injury.